Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed based on the customer's attached image, which shows the anchor with the suture system intact, indicating that proper surgical technique may not have been applied.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor, when the stem was removed, a small movement of suture traction was performed to check resistance and deformation of the suture, and it easily pulled out. There was no additional information provided, and additional information has been requested.